Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6) the device was requested back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during setup. There was no patient involvement.

Manufacturer narrative:
The defective s5 gas blender system was returned to livanova (B)(4) for further investigation. During the evaluation it was found that the reported issue was caused by a defective mass flow controller. As root cause fluid ingress which damaged the mass flow controller could be determined.